Event description:
Customer reported having recurring low blood glucose levels in the range of 40 mg/dl in the early mornings. Customer reported waking up shaking and having no energy when these low blood glucose incidents take place. Blood glucose level at the time of contact was not provided. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).